Event description:
The complaint is reported as: the ars syringe was found leaking during puncture on patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one opened kit containing various components for evaluation. Visual examination of the arrow-raulerson syringe (ars) could not be performed as it was not returned for evaluation. A device history record review was performed and no relevant findings were identified. The customer report of an ars leak could not be confirmed by complaint investigation as the ars was not returned for evaluation. A device history record review was performed and no relevant findings were identified. Without the ars to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: the ars syringe was found leaking during puncture on patient. No patient harm reported. The patient's condition is reported as fine.